Event description:
Procedure: laparoscopic nephrectomy. According to the rptr: during use, the surgeon confirmed a misalignment of jaws and could not use the device any more. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).